Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on customer's blood glucose level. To resolve the issue, customer changed the infusion set and cartridge, then resumed insulin administration.